Event description:
Account said that he has red marks on the fire barrier foam and sheer liner; he said that the covering on the ticking was worn off or it was cleaned so hard it took the coating off. Repair has not been completed at this time.